Event description:
Physician reports that a pt underwent "wit" under IV sedation in the urology clinic in 2001. The pt tolerated the procedure well and was discharged home the following day with dark yellow urine in bag. About one week later, pt presented to an outlying hospital with an ischemic leg. Pt underwent an 8 hour axillary-fem-fem bypass to save the ischemic leg. The retropubic space was not entered. On post-op day number one no urine output was observed from the foley catheter. A cystogram was done that demonstrated extravasation of contrast into the peritoneum. A laparotomy was done the next month by a staff urologist at his outlying hospital. Pt discovered a black; necrotic area at the dome of the bladder with an intra-peritoneal perforation, and loops of bowel stuck down on the dome of the bladder, suggestive of an injury at least several days old. In add'l, there was similar, expected, necrotic tissue in the prostatic urethra, indicative of the treatment balloon of the catheter being in the appropriate spot. The necrotic area of the dome of the bladder was debrided and the bladder was closed with some difficulty. The bladder was noted to have a capacity of only about 150cc, and the wall was very thick, and of poor tissue quality. This made closure of the baldder extremely difficult. The surgeon noted that the area of necrosis and perforation was at the dome, in the path of the tip of a catheter when it was passed retrograde through the urethra. The physician reported that the pt was recovering from the surgeries and pt's has stabilized. The event was reported to argomed on march 30, 2001. Based on the info provided, it appears that this incident is not related to any design characteristic or attribute of the thermoflex "wit" prostatic catheter. Rather, the event appears to be related to use of the device in a pt who may have presented for treatment with contraindicating conditions, including prior catheterization indicative of urinary retention and known bladder nd urinary tract infection. Both the prior catheterization and presence of known bacterial and fungal infection could have contributed to the condition of the bladder and the bladder perforation. This report has been the only report of this type of event with the device. The info summarized above was provided to argomed by the initial rptr.